Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A battery was shipped as a replacement. The suspect battery has been received by the manufacturer for evaluation. The returned battery was tested and measured 1.25 vdc when tested out of the box. After 2 hours of charging the battery measured 1.1 vdc. Battery would not hold charge. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, the camera cart of the navigation system unexpectedly shut down multiple times without any prompt from user. The camera cart would stay powered on for 30-60 seconds and would then shut down. It was reported that after rebooting the system, the camera cart did not shutdown. Self test tool did not show any failures on the camera cart. There was no patient present at the time of the issue.